Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the ring that holds the reservoir popped in half. Customer¿s blood glucose level was 270 mg/dl at the time of incident. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube and reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.